Event description:
Blackout, could not normal use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI); h4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during daily check. No harm was caused to the patient. The scope was repaired by the third party and returned to the hospital. Based on the reported events, there are several possible causes of the black out, but no specific cause has been identified. (Because the repair was requested by a third-party contractor) possible reason: water ingress in intel of scope, pcb broken , electrical contacts corrosion and ccd broken, etc.